Event description:
Boston scientific crm received information that the lead safety switch (lss) was triggered on the chronic right atrial (ra) and right ventricular (rv) leads. The ra lead impedance measurements were 200 ohms and had ranged from 600-1500 ohms. When the ra lead was tested impedance measurements were at 900 ohms in bipolar mode and 890 ohms in unipolar mode. When the rv lead was tested, impedance measurements were noted at greater than 2500 ohms. In the device daily measurements the rv impedance measurements had been 1100-1300 ohms. Noise was noted on the ra channel and was causing oversensing and rv pacing to occur. To date, no adverse patient effects were reported. Additional information was received that this ra lead exhibited less than 100 ohm impedance measurements over two years later during a routine device check. The lead will continue to be monitored.

Manufacturer narrative:
The device was programmed to vvi pacing mode as a ra lead insulation issue was suspected. The patient will be re-evaluated in one month. No additional information is available at this time. If additional information becomes available, this event will be updated.